Event description:
It was reported by an aci sales professional that a thin pt underwent a diagnostic catheterization procedure (date unk). A day or so post procedure, the pt returned and was diagnosed with a pseudoaneurysm (psa). Pt was given a thrombin injection to resolve the psa. No other clinical sequela to the pt was reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contigent upon the successful completion of lot release testing and a documentation review by the quality dept.